Manufacturer narrative:
The dispatched fse performed an on-site evaluation of the device and determined that a certain pcb had a malfunction. Furthermore, the valve for the anesthetic gas scavenging system and a pneumatic control tube needed replacement due to aging effects. The device was tested after the repair activities, found fully compliant to specifications and was returned to use. No further issues were reported since then. Log file evaluation provided by the manufacturer confirms the results of the on-site expertise. If a condition occurs that results in a shut-down of automatic ventilation, this will be accompanied by a corresponding alarm. Manual ventilation and monitoring functionalities remain available to the full extent. The malfunction of an electronic component after more than 15 years of use can be considered acceptable; the ffr of the pcb is inconspicuous and within the foreseen range of the risk management.

Event description:
It was reported that the device posted a ventilator failure alarm at the beginning of a case. There was no injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device posted a ventilator failure alarm at the beginning of a case. There was no injury reported.